Manufacturer narrative:
(B)(4). Initial reporter state- (B)(6).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2021. No data was provided for evaluation. The allegation and a probable cause could not be determined. It has been reported that the reading difference was greater than 20/20 range. There were no reported glucose values available to search within the parkes error grid calculator. No injury or medical intervention was reported.